Event description:
It was reported that pericardial effusion (pe) occurred post procedure. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and fluoroscopy imaging. A versacross connect laac access solution was selected for use. Pre-procedure tee imaging demonstrated a trace-to-small pe located posteriorly and behind the laa. Venous access and transseptal puncture (tsp) were completed with no issues reported, and a non-boston scientific 6f pigtail catheter and the watchman trusteer access system (was) were used to access and image the laa. A 24 mm watchman flx pro closure device and delivery system was subsequently inserted, deployed and implanted without procedural complications. Approximately two and a half hours after the procedure, while the patient was in recovery, the patient developed hypotension. Repeat imaging demonstrated a new or increased pe. The patient was returned to the electrophysiology lab, where a pericardiocentesis was performed, and 250cc of fluid was aspirated, resulting in improvement in blood pressure. A pericardial drain was placed, and an additional 100 cc drained overnight. The patient remained hemodynamically stable following intervention. No issues were noted, as the case went smoothly. It is unknown what caused the complication. Act was 442. The patient has been discharged. The device is not expected to be returned for analysis (discarded).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.